Manufacturer narrative:
Article citation: ¿lessons from the first case of breast implant-associated anaplastic large cell lymphoma in wales¿ v. Dale, m. Dillon and t. Bragg, british journal of surgery, vol 107, issue s3, 24 june 2020, p. 57. The events of lump/nodule and lymphoma alcl suspected are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: assumed infection - [(B)(4)].

Event description:
Journal article ¿lessons from the first case of breast implant-associated anaplastic large cell lymphoma in wales¿ reported diagnosis of bia-alcl within one year following implant procedure. A biopsy of a mass was performed but confirmation of the histological markers cd30+ and alk- were not reported. Two months following diagnosis, an "en bloc resection, removing the capsule and mass intact, along with the inferior part of pectoralis major" was performed as treatment. The patient is "under haematology for regular reviews". The represents the right side. The manufacturer of the device is unknown. Patient has a history of right side mastectomy, reconstructive surgery, and two previous implants. Patient's second and most recent device were removed due a misdiagnosis of a chronic infection.